Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump passed basic occlusion test and displacement test. However, the pump was unable to prime during prime test due to faulty force sensor system. The pump unable to perform excessive no delivery tests due to prime anomaly. The pump was received with minor scratches on lcd window, cracked case at display window corners and battery tube threads. The pump was received with corroded battery tube. (B)(4).

Event description:
The customer reported via phone call indicating a button error and no delivery alarm on the insulin pump. The customer's blood glucose was unknown. The customer stated that she received a no delivery alarm and was not able to clear it because the buttons are not responding. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.